Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device was manufactured in 2004, though a specific date was not identified. The device history record was unable to be reviewed for this device since it has been over 17 years since the device was manufactured. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design based on the results of the legal manufacturer's investigation, communication failure occurred, and image was not displayed. They could not identify the cause of the faulty cable. Olympus will continue to monitor field performance for this device.

Event description:
Olympus (oerd) was informed by the customer that the camera head was reportedly found to be defective (unspecified) during preparation for use. The camera was returned to the regional repair center and during inspection and testing, the camera was found to have a (reportable) no image malfunction due to a defective cable unit. No patient injury or harm was reported to olympus.

Manufacturer narrative:
The inspection found the image disappears or ceases to emerge/the visual field is suddenly lost due to a defective cable unit. Cable breakage was detected and the cable failed the leak test. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.